Event description:
Reporter indicated that vns therapy dosing system would not establish communication during initial interrogations. Troubleshooting did not resolve the reported issue. Upon receipt of replacement product, it was determined that the serial adapter cable was causing the reported communication problems.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.